Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula leaked after being inserted. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "cannula inserted by anaesthetist. Noticed to be leaking at blue tip after it was inserted. This occurred twice."

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula leaked after being inserted. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "cannula inserted by anaesthetist. Noticed to be leaking at blue tip after it was inserted. This occurred twice."